Event description:
Patient sitting in geri-chair in hall was accidently hit in left uper arm by stretcher causing skin tear. House doctor assessed, applied tegaderm, and ordered x-ray which was negative for injury.